Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient with herniated disc underwent procedure for implantation of artificial cervical disc at c5-c6 using extrapharnygeal anterolateral approach. Post-op, autofusion was observed at the level c5-c6 in an x-ray performed. There was no motion of the implant and a solid column of bone was formed behind the implant. No patient complications were reported due to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.